Manufacturer narrative:
(B)(4). Placeholder.

Manufacturer narrative:
The explanted intraocular lens (iol) was returned to our manufacturing facility for evaluation. A visual inspection of the lens revealed that the lens was cut in half and had surface residuals, particles, and fibers adhered to both sides of the optic body which was indicative of use, implant and explant of the lens. Optical measurement of the returned lens was not possible due to the condition of the returned lens sample. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient underwent an implantation of an intraocular lens (iol) in the right optic, which was removed and replaced in a secondary procedure due to the difference in the post operative refraction and the pre-operatively planned result. It was stated that the patient results after secondary surgery were good. No additional information was provided.